Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning the nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the nozzle with a detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope displayed an unspecified image communication error. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and evaluation found scope communication errors b30 and e216 occurred due to corrosion on endoscope connector. The suction connector (s-connector) had corrosion and a noise image occurred due to corrosion on s-connector. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the connecting tube had a dent; forceps channel port was shaved; s-connector was dirty due to water leakage; adhesive on bending section cover(a-rubber) had a chip and due to wear of angle wire, the play of upward/downward angulation control knob (u/d knob) was out of the standard value. Discoloration was found on forceps elevator knob (fe knob), right/left angulation control knob (r/l knob), u/d knob, switch box and on the control unit. Scratches were found on the protector of universal cord on control section side, protector of universal cord on s-connector side, scope connector cover unit, forceps elevator, fe knob, r/l knob, u/d knob, switch box, scope cover, switch 1, s-connector, universal cord, grip, control unit, a-rubber and on the connecting tube. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.